Event description:
Pre-procedure, ureteral stents were placed for identification purposes. During ureteral stent placement, these stryker devices (light cord s/n (B)(6); camera 1488, (serial number# (B)(6); cysto scope 30 degree no serial number; adaptor lot# 20a5570 and gtn (B)(4)) were being used. After stent placement, the cystoscope was removed, then the fiber optic light cable detached from the cystoscope, and both items placed on patient's draped abdomen. A foley catheter was being placed and the stents secured when a resident heard a pop, which prompted the team to determine what has occurred. They saw that the fiber optic light was on despite the light cable not being plugged into the scope adapter. The cystoscope, light cord and drapes were removed, and the patient was assessed. A 3 mm hole in the drape and a small burn on patient's lower abdomen were identified. The patient was placed in supine position, prepped, draped for the primary surgery. The burn surgery service was consulted and they performed a brief evaluation intraoperatively. Upon completion of the abdominal surgery, the burn service assessed, debrided and treated the burn with bacitracin, xeroform, gauze and paper tape.